Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 321 mg/dl on their blood glucose meter. The consumer immediately performed two add'l tests using the same meter and strips getting the following results of 213 mg/dl and 205 mg/dl. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The test strips will be returned for eval.